Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the clinic felt that the patient was not gaining any benefit from the implant and he was explanted. Med-el was not aware that the patient was to be explanted before the explantation was due to take place.